Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump generated repeated alert 38 indicating a consecutive motor stall during and after a supply change, with blood glucose rising to 193 mg/dl; this was managed by supply change and troubleshooting, but the pump continued to alarm and could not proceed with rewind, consistent with a failure to infuse related to the motor component. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device failure to infuse traced to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.